Event description:
Event was identified by the clinical events committee and was deemed to be consistent with an mi. During index procedure, two lesions were treated. One endeavour rx drug-eluting stent (2.5 x 018mm stent) was implanted to the mid lad, and one other branded stent was implanted to the proximal rca. Approximately one day after the index procedure, the patient suffered a non q-wave mi in the territory of the implanted stent.

Manufacturer narrative:
(B) (4). Results: mi.